Manufacturer narrative:
Device not retured for evaluation.

Event description:
It was reported that due to a malfunction that severely increased reoccurring incontinence the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. Should additional information be received, a supplemental report will be filed.